Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding hospitalized of customer due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2021. The customer¿s blood glucose level was higher than 600 mg/dl at time of incident. Another blood glucose level was 297 mg/dl. The customer stated that the symptoms related to high blood glucose such as difficulty in breathing. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer declined the troubleshooting. The device will be returned for analysis.